Event description:
They troubleshot that the low on the right side was the lead. They did not troubleshoot the left because we would not be able to clear up the low on the right without the patient having another surgery to replace the right lead. The surgeon did not want to make more incisions since he could not clear up one of lows. If the patient decides to come back for a revision surgery the surgeon will likely just replace both leads/extensions with sensight. The patients programming needed to use the ¿low¿ contacts to get adequate therapy but the patient would then get the shocking sensations. So the patient was given another group programming around the lows by the neurologist to receive some therapy but it was not optimal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came for surgery reporting shocking sensations. In pre-op there was a low impedance on the right side contact combination 8-9. After the patient was positioned on the or table, they ran another impedance test and found a low on the left side as well, contact combination 2-3. The surgeon first opened the chest and unplugged-replugged the extensions into the battery. This did not solve the impedance issue. They then tried switching the extensions on the battery end and the low contact combination switched indicating the issue was on the lead or extension. They tried replacing the right extension and initially we got a normal impedance then after further manipulation the low impedance came back. We tested the lead and found that the lead had an impedance issue. Surgeon decided to close with out exploring the left side since the patient had to come back for a lead revision surgery.